Manufacturer narrative:
(B)(4). The sensor was returned for evaluation by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the catheter was severely mashed 45 cm from the connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the icp was implanted to the patient. Right after the implant surgery, MRI was shot, and the abnormal score was displayed; the initial score during the implant surgery was 10mmhg, but it changed to 30mmhg after shooting the MRI. There was no further information provided by the hospital at this moment.

Manufacturer narrative:
In the previously filed follow-up MDR, the conclusion was not included. This report has been updated with the additional information.